Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that high capture threshold was observed during a previous follow up. The lead was capped and replaced during a device change out due to eri. There were no adverse consequences to patient.